Event description:
It was initially reported that a patient fell and was injured. Further investigation identified that the patient was not injured as a result of the fall. Evaluation of the bed by stryker field service found no defects.

Manufacturer narrative:
The b1, b5 summary, and section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that a patient fell and was injured. Injury details have not been provided at the time of reporting. Evaluation of the bed by stryker field service found no defects.